Event description:
This lead was capped and replaced due to noise that caused inappropriate shocks. The hospital retained the device. Should additional information be received, this file will be updated.